Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was jammed and failed to open. A field service engineer (fse) identified issues with the smart remote manager (srm) door latch during troubleshooting. All cables and connectors were serviced, and water buildup was found on the latch harness. After restarting the station, the customer tested the unit multiple times and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower refrigerator door was jammed and user was unable to open the door. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.